Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 5fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain along with loss of color and pulses in the affected leg. An angiogram confirmed an occlusion. Treatment consisted of anticoagulation therapy and a device called "clot buster". The treatment was successful and no further complications were reported.